Event description:
The article, "endyne mitral valve implantation complicated by heparin-induced thrombocytopenia in a patient with nsclc: a case report", was reviewed. The article presented a case study of a 52-year-old male patient with a history of symptomatic combined mitral valve disease, new york heart association class iii, moderate-to-severe mitral stenosis, severe mitral regurgitation, ischemic left ventricular dilation, annular dilation, posterior leaflet restriction, rheumatic leaflet changes, ischemic cardiomyopathy, coronary artery disease, diabetes mellitus, and arterial hypertension. On (B)(6) 2025, a tendyne valve was selected for implant for mitral valve replacement. The device was implanted. On postoperative day 2, the patient developed heparin-induced thrombocytopenia (hit) type ii. Medication was switched to argatroban. Although initially stable, the patient showed increasing oxygen requirements and pulmonary congestion, with gradual improvement after supportive therapy and rising platelet counts. On postoperative day 14, the patient presented with renewed respiratory deterioration. Transthoracic echocardiography (tte) showed a shell-like thrombotic lining of the left atrium with partially mobile segments and subvalvular deposits, highly indicative of device-related thrombosis in the setting of hit. The decision was made for the patient to undergo surgical mitral valve replacement consisting of thrombectomy, tendyne valve explantation, and implantation of a bioprosthetic mitral valve. The patient showed gradual clinical recover and was discharged 6 weeks after the initial procedure. The cause of the thrombus was believed to have been due to carcinoma the patient was experiencing. [The primary and corresponding author was valentin zsilavecz, division of cardiology, lkh graz ii, graz, austria. With corresponding e-mail: zsilavecz.valentin@gmail.com.].

Manufacturer narrative:
As reported in a research article, endyne mitral valve implantation complicated by heparin-induced thrombocytopenia in a patient with nsclc. Information from the field indicated that a tendyne valve was implanted for mitral valve replacement. By postoperative day 2, the patient developed hit type ii and was switched to argatroban. Initial condition improved, but respiratory issues recurred. On day 14, imaging showed thrombus formation in the left atrium suggestive of device-related thrombosis. The patient underwent surgery to remove the valve and thrombus and received a bioprosthetic mitral valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Patient comorbidities may have contributed to the reported event, but this cannot be confirmed. The reported prolonged hospitalization, unexpected medical and surgical intervention were result of case specific circumstance as medication was provided subsequently permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: tendyne mitral valve implantation complicated by heparin-induced thrombocytopenia in a patient with nsclc: a case report b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.